Event description:
Healthcare professional (hcp) reported that a patient was injected in the lip/perioral with 0.55cc juvéderm volbella® xc. Four months later, the patient was presented with late onset nodules. The patient was prescribed a round of steroids, antibiotics and hylenex. After the steroids stopped the patient developed swelling. Hcp later reported patient went to urgent care and over the course of a few weeks received prednisone, 24 units of hylenex in nodules via subdermal, and sterapred dose pack, and cinthromyen 500 bid for 2 weeks. Patient went to ER and took prednisone, continued steroids low dose, and doxy since the nodules became inflamed. Approximately 5 months post initial injection, hcp gave 60 units of hylenex intradermal in the lips. The patient is continuing to take steroids. Status is ongoing.

Manufacturer narrative:
Continued h.6. Investigation code: b15, b18, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.